Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the intensity of the screen display is very low; the screen is almost black. There was no adverse patient impact reported.